Event description:
A pt was operated with the dto system in level l4-s1 (l4l5 dynamic, l5-s1 rigid) on (B)(6) 2013. After several months, the pt had pain and observation was obtained by x-ray that the bar on the right side was out of the screw head. Thus, it was decided to perform re-intervention. On (B)(6) 2013 the surgeon found that the screw of transition of dto (sda6045) was broken and the head of the screw was separated from the body. During the extraction, only screw head was possible to be extracted but not the body as it was in the bone. The surgeon substitutes the screw dynesys l4by optima screw and close the construction with the screw l5 already implanted.

Manufacturer narrative:
We report this event following by the MDR regulation of FDA. The event was occurred at a hospital in (B)(6). We received additional info on (B)(6) 2014 that were age of the pt, fusion condition after the first surgery, pt's activity, and short description on image tests and magnetic resonance scanning. We were informed that pt's condition got better after re-intervention and pain was reduced.